Event description:
The pt received an scs system including a surgical lead on (B)(6) 2011. It was reported that several contacts on the pt's lead exhibit invalid impedance measurements. Stimulation was captured by reprogramming; however, further interrogation via x-ray revealed that the pt's lead appears to be fractured. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.